Event description:
On or about july 22, 1995 a patient was brought into hospital. A fragment of a catheter had apparently dislodged. The patient underwent a transcatheter retrieval in radiology for removal of the fragment. Catheter was placed at another hospital.